Manufacturer narrative:
This notification was opened for review for received that a device was not working at all, and the patient was admitted to the hospital for shortness of breath and fluid retention. The allegation has been identified by a pms clinical expert and determined that the allegation of shortness of breath and fluid retention does not qualify as a serious injury. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation. Review of the risk file indicated the potential for a serious adverse event occurring as a result this incident is unlikely. This event is not reportable under FDA 21 cfr rt 803 as it does meet the criteria for death, serious injury and/or table product malfunction.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging shortness of breath and fluid retention, and the device is not working. The patient was admitted to the hospital. The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging shortness of breath and fluid retention, and the device is not working. The patient was admitted to the hospital. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.